Manufacturer narrative:
The insulin pump was received with unexpected insulin flow blocked during displacement due to motor slide rewound completely past the motor home switch and became stuck. Analysis was unable to performed displacement, rewind, seating and basic occlusion due to motor stuck at home switch. The insulin pump was received with cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had crack in case. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.